Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that then the insulin pump alarmed button error and up and down arrow buttons are not responding. Blood glucose value was 105 mg/dl. Customer stated that the insulin pump was not dropped or exposed to moisture. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.